Event description:
Rptr stated, "as gamma nail was being inserted, the nail holding screw broke at the nail/driver interface, leaving the threads of the gamma nail blocked. This made it impossible to lock on the targeting guide. The lag screw and distal screw had to be free handed, adding considerable or time. Outcome was acceptable." There was no adverse consequence for the pt.